Event description:
It was reported that a user experienced a low blood glucose event of 66 mg/dl while using the ilet system, with the user attributing the event to skipping a customary pre-work snack and reporting no device alerts or alarms. Symptoms included no reported clinical effects. Outcomes included self-management at home with correction by eating dinner approximately 10¿20 minutes after the event and no need for medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction, no alarms, and user-reported behavioral factors consistent with a missed carbohydrate intake preceding work. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user behavior rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.